Event description:
It was reported that "for a while" the stimulation therapy had been going "in and out." It was reported that the patient mentioned having issues to the manufacturer's representative when she was programmed "last several months ago." It was noted that within the past few days it had been occurring more often. It was noted that the patient would be sitting down and the therapy would "shut off and then it would come back on" or she would be standing and it would stop and then she would keep walking and it would turn back on. The patient reportedly notified the manufacturer's representative that the "therapy was not working right several months ago." Additional information from the patient's health care provider received five days later reported that the cause of the event was unknown and that no intervention had occurred. The patient was reportedly reprogrammed for improved coverage on (B)(6) 2013 with no complaint of intermittent stimulation at that point. There was reportedly no hospitalization nor injury due to the event. The patient reportedly called the office on (B)(6) 2014 reporting no problem with the implantable neurostimulator (ins) and cancelled the appointment. Additional information received reported the patient cancelled their appointment so they were not seen by a manufacturing representative. The reporter stated they were made aware of the intermittent stimulation on (B)(6) 2014, but they had no seen the patient since they cancelled their appointment.

Manufacturer narrative:
Concomitant products: product ID 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).